Event description:
Pt had gastric bypass surgery. One day post-op sutures broke 2 inches below the upper knot at the fascial layer closure causing dehiscence. Pt was returned to operating room for repair with #2 prolene (different lot number) and reinforced with ethibond suture.